Manufacturer narrative:
E1 - event site name - (B)(6) hospital e1 - initial reporter - (B)(6) upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) had blood in the pneumatic assembly. No harm to the patient was reported.